Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a mapping procedure a pericardial effusion occurred. Mapping was performed in the right ventricular outflow tract (rvot) with the intellamap orion catheter. No puncture during mapping was noted, however due to pressure drop the procedure was stopped. A pericardial effusion was noted that required a puncture. The physician noted that there was most likely too much push on the ablation catheter in combination with a long sheath in combination with a small curved anatomy, no additional patient complications were reported and the patient's status is stable.